Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During insertion of the catheter, the balloon was ruptured; the catheter was removed and a new one was inserted. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual inspection was conducted on the returned sample. No obvious contamination, sign of damage, degradation or design abnormality was observed. The balloon was then inflated using colored water to identify the leak point. As the red colored water was injected into the inflation channel of balloon, the colored water was seen slowly seeping out from a small opening at the balloon surface. Close examination under high magnification lens (sox magnification) revealed a small cut on the balloon surface and there were numerous scratch marks near the cut area. It appeared most likely that the balloon has been in contacted with hard object that causing such scratch marks and initiated the tear thus render the balloon to leak. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of other remarks: assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation, leak balloon on the returned sample could have been caused by scratch marks on the balloon surface that weaken the thin balloon membrane and caused it to leak. However, the catheter was subjected to pre-test and no issue was noted. Therefore, this complaint could not be confirmed.

Event description:
During insertion of the catheter, the balloon was ruptured; the catheter was removed and a new one was inserted. The patient's condition was reported as fine.